Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded elevated right atrial impedance measurements, exhibited by a non-boston scientific atrial lead. It was noted that some measurements were greater than 2000 ohms. The patient would continue to be monitored. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information was received that this device was explanted seven years after the reported clinical observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the header and lead barrels noted no irregularities. All seal plugs were intact. Seal ring marks indicate full lead insertion in all lead barrels. Commanded lead impedance measurements were normal and with the tolerance of the circuit. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.